Event description:
The customer reported that during implant surgery of the syncardia temporary total artificial heart (tah-t), after the patient was taken off bypass and prior to closing the chest, he observed a slow oozing of the blood around the outflow connector of the tah-t right ventricle. A heavy suture was placed around the connector, and the oozing of blood stopped. The customer also reported that he may have damaged the outflow connector by aggressively stretching the connector with a clamp prior to installation. There was no adverse impact on the patient as a result of the outflow connector leak or subsequent repair. The customer also reported that on (B)(6) 2014, three days after implant surgery, the patient expired as the result of a cerebral infarction.

Manufacturer narrative:
Syncardia requested that the explanted tah-t and right outflow connector be returned for evaluation. The results of the investigation will be provided in a supplemental MDR.